Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the distal bile duct during a biliary tract stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician captured an approximately 2 cm size stone. When lithotripsy was attempted sever resistance was met and when pressure was applied upon actuation the handle cannula had detached. The basket was unable to close further and the stone remained inside the basket. The catheter was moved several times by the physician thus releasing the stone from the basket. The basket was removed leaving the stone inside the bile duct and the procedure was completed by deploying a stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the device found the wire basket assembly to be pulled distally. The basket tip was intact and the basket wires were bent. Side car-rx presented push back at 4mm which is out of specification. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. The dimples were visible on the handle cannula and were properly located. The cannula presented a drag mark from the proximal dimple toward the proximal end as the cannula had been forcibly pulled out from the set screws. There was no visible drag mark from the distal dimple. Further evaluation found the set screws present in the handle assemble. The distal screw depth did not meet specification. The condition of the returned unit was consistent with the complaint incident that the handle cannula detached. The evaluation of the device found the depth of the distal set screw did not meet the specification of greater than 0.050". Although it cannot be determined how much tensile force the handle cannula received during the procedure, it appears the distal set screw depth out of specification condition might have contributed to the failure. Therefore, the most probable root cause is "manufacturing" . There is an investigation in place to address this issue. DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the distal bile duct during a biliary tract stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician captured an approximately 2 cm size stone. When lithotripsy was attempted sever resistance was met and when pressure was applied upon actuation the handle cannula had detached. The basket was unable to close further and the stone remained inside the basket. The catheter was moved several times by the physician thus releasing the stone from the basket. The basket was removed leaving the stone inside the bile duct and the procedure was completed by deploying a stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.